Event description:
It was reported that t1 and t2 were pushed out simultaneously. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle but were returned. Examination of the construct shows the suture has been cinched and t1 is missing its distal end. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. The condition of the device indicates that the trigger was manually advanced twice during deployment of t1 causing the premature deployment of t2. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.